Manufacturer narrative:
This event is being reported subsequent to a review of the complaint handling database related to fsc: (B)(4). Product was not used on a patient. Device unique identifier (UDI)# (B)(4). Approximate age of device ¿ 2 months (calculated from the date of manufacture.) Device evaluation: the investigation did not confirm the reported event of difficulty connecting the driveline to the system controller. The returned system controller was functionally tested and was found to operate as intended during analysis. During testing, the system controller was connected to different pumps without issue each time. Similar reported incidents of difficulty connecting the driveline to the system controller have been identified. Struggle/difficulty connecting the driveline is being addressed through the corrective and preventative action process. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The product was not used on a patient. It was reported that during pump preparation in the operating room, the perfusionist noticed that it was difficult to make the driveline connection with the system controller. The vad coordinator reportedly also tested the connection and deemed it more difficult than usual.